Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two model: 3186 leads from the same lot. It was reported the patient was experiencing invalid impedances and ineffective stimulation from his scs system after he had a fall on (B)(6) 2014. An sjm representative met with the patient but was unable to provide effective stimulation after reprogramming. Additional information received identified the patient's leads were explanted and replaced. The patient is reportedly receiving effective stimulation postoperative.